Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (line through display) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/04/2014 with the following findings: the original complaint could not be investigated due to a blank display screen. The pump had audio and vibration, but no display. Unrelated to the original complaint, the display screen was blank and observed to be cracked when the pump was opened up for investigation. A test screen was used and no issues were found.